Event description:
It was reported that this system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead during an scheduled changeout. Technical services (ts) was consulted and discussed how it could affect therapy delivery. This device was explanted. A new device was implanted. No additional adverse patient effects were reported. Additional information from the field indicates the current plant is for the patient to be continued to be monitored. This cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced. The right ventricular (rv) lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system exhibited high out of range shock impedance measurements for its right ventricular (rv) lead during an scheduled changeout. Technical services (ts) was consulted and discussed how it could affect therapy delivery. This device was explanted. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.